Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test. However pump passed sleep current measurement, active current measurement and failed self test. P-cap or reservoir will not lock properly due to missing retainer. Insulin pump error 63 alarmed during self test and was confirmed in the formatted history file (variable info = 3) or verify pump error 68,23 and 49 due to broken trace at pin2, u1 keypad assembly. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple critical pump error alarms. Customer was able to clear the alarm successfully. Customer was able to complete pump rewind. Customer stated that they performed self test. Insulin pump passed self test. No harm requiring medical intervention was reported. The device will not be returned for analysis.